Event description:
Unopened 18 french argyle salem sump retrieved by emergency department staff for use from supply room. Staff member noticed that there was a hair inside of the closed package. The integrity of the overwrap from the manufacturer was not compromised.